Event description:
--

Manufacturer narrative:
Analysis of the returned lead is currently ongoing. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise on the rate/sense channel which was oversensed and resulted in an inappropriate shock. It was also reported that the lead exhibited high out of range pacing impedance measurements and loss of capture at high outputs. It was reported the patient experienced a blow to their device area. Noise was recreated in clinic by pressing on the device. An invasive procedure was performed. This lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed all three rs- coil wires were fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.